Event description:
It was reported that this patient has a history of inappropriate shocks due to t-wave oversensing. In the past the system was reprogrammed to primary sensing vector. Recently, the patient has received additional inappropriate shocks and the entire system was explanted. No additional adverse events were reported.